Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient brought their patient programmer to an unrelated shoulder surgery and it didn¿t work to turn off the stimulation. The caller thought the doctor at the hospital threw it away so a rep went to the hospital to turn off the stimulation. During the call the caller also said that it stopped working, but clarification didn¿t help determine if the caller was talking about the implant or the patient¿s programmer. The caller also said that if the patient had another episode there was no way to stop it. There were no further complications reported.